Event description:
Doctor stated that the bone cement was taking too long to set up-15-20 minutes and normal set up is 10- 20 minutes. Cement also seemed soft and cold to the touch. He opened another box and was able to finish the case. No untoward effects to pt.